Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the serial number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to an unspecified cardiac issue coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the patient was hospitalized prior to death. It was not reported whether the patient was connected to the homechoice (hc) at the time of death or if apd therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available at this time.